Event description:
It was reported that the infusion pump was set to infuse a volume of 115ml over 30 minutes and upon visual inspection of the IV bag, the pump was observed to have infused approximately half the programmed volume and not he complete 115ml.

Manufacturer narrative:
The flow rate was found to be outside of +/-5% specifications. The pump was found to have been overdue for annual preventive maintenance. The customer had not responded to previous requests by (B)(4) medical to perform preventive maintenance.